Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4)..

Manufacturer narrative:
Device available for evaluation: yes, device returned to manufacturer on: 11/29/2018, device returned to manufacturer: yes. Device evaluation: the product was returned for investigation and revealed viscoelastic on the surface of the lens indicating that the lens was handled. The lens had a detached haptic (loop detached) that was not received with the product returned. The other haptic (loop) looked in good condition. The reported issue was verified; however, a product quality deficiency could not be determined due to the condition of the lens that was received. Manufacturing record review: manufacturing records were reviewed. The product was manufactured and released according to specifications. A search in complaint history revealed that no similar complaints have been received for this production order number. Labeling review: the labeling review was completed. The directions for use (dfu) adequately provide instructions, precautions, along with warnings for the proper use and handling of the product. Conclusion: based on the results of the investigation, a product quality deficiency could not be determined. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown/not provided. Sex/gender: unknown/ not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when lens was being inserted into the eye, it was noticed that the haptic was torn off. There was patient contact but no harm to patient. Another lens, same model and diopter was used for the replacement. No other information was provided.